Event description:
Endogia universal handpiece was loaded with a cartridge prior to the patient coming into the or. The scrub was able to load the cartridge, however they were not able to close the cartridge. The handpiece was saved, but the packaging was not available.